Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise was noted with arm movement. An insulation breach was suspected; therefore, a surgical revision was performed. Upon extraction of the lead, the helix appeared to be retracted, and torquing of the lead had no effect. The lead released from the atrial tissue without a problem. Fluoroscopy was performed which noted the lead appeared to be dislodged with a more inferior location than expected. The lead was difficult to extract due to scar tissue and was damaged upon removal. No additional adverse patient effects were reported.